Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited intermittent image and no image issue. The issue occurred during diagnostic cystoscope procedure and was completed with a backup device. There were no reports of patient harm.